Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: per the gore dryseal sheath instructions for use (IFU): adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessels size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. The 24fr sheath is intended to be used with a vessel inner diameter of 9.1mm. Additionally, the IFU states: do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the pt, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis and a talent stent graft. A dryseal sheath was inserted from the right femoral artery. Resistance was felt when the sheath was advanced. After implantation of the devices, when the sheath was pulled back, the blood pressure dropped. Angiogram revealed that the right eia ruptured. Two excluder devices were implanted to resolve the rupture. The pt tolerated the procedure.